Manufacturer narrative:
No sample was returned for evaluation; therefore, the condition of the product could not be verified. The final customer lot was identified as lot 990053m, released on 21-nov-2014. A device history record review for the bimanual I/a tip lot was conducted. No anomaly was found during the device history record reviews. The product was released based on company's acceptance criteria. A complaint history review indicates no additional complaints were associated with the reviewed lot. Because no sample was returned and the device history review (DHR) of the lot number provided indicated product was released according to company¿s acceptance criteria, the root cause for the defect experienced by the customer cannot be determined. (B)(4).

Event description:
A customer reported that an irrigation / aspiration handpiece was clogged during a procedure. The procedure was completed after exchanging the product. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).